Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was cracked. Reportedly, the pump fell and landed on a rock. The pump was no longer functional due to the screen becoming black and no longer lighting up. Reportedly, customer reverted to manual injections for insulin therapy.